Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market 4,932 units of this code-batch. There are 36 units blocked in our stock. We have received 18 closed samples and 2 open and unused samples with the needle detached from the thread (threads are not wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. When opening the packs, we have found that the needle is detached from the thread in 1 of the 18 closed samples received. We have checked this sample and the thread seems that was escaped from the needle probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Checking the two open samples received, the same issue has been observed. Taking into account the open samples received from the customer and the closed sample found with the needle already detached from the thread when opening the pack, we consider that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: as the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s: k011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle is detached from the thread when opening the package. The complaint comes from a veterinary user.